Event description:
Clip appliers not closing all the way. Physician reported having to go back and look to ensure they are closing correctly. Sometimes they slant and other times they do not close properly. Removed clippers.